Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: online customer review.

Event description:
Consumer reporting suspected false positive sars result(s). The consumer communicated that they were asymptomatic but continued to test positive. No confirmatory testing provided.